Event description:
It was reported that during an unknown procedure, the device fired random clips that did not close properly. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.